Event description:
Connector piece and injector piece of phaseal product came apart. Product should fit snugly, however, when male-female parts put together, product literally slide out. FDA safety report ID # (B)(4).